Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The monitoring interface board was replaced, and the unit was returned to service. No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Mfg date: date of device manufacture year is 2003. The month of manufacture was unavailable at the time of MDR filing.

Event description:
The hospital reported the unit was not able to mechanically ventilate due to low drive gas pressure. There was no report of patient involvement.